Manufacturer narrative:
Evaluation summary: an inoperative channel select key on the channel a pump head module (phm) keypad was discovered during device evaluation. This was determined to have been caused by a defective phm keypad. The channel a phm keypad was replaced to resolve this condition. The device was tested and returned to the customer within specification. This issue is currently being investigated.

Event description:
During the evaluation of a returned colleague infusion pump (5.04.00/unremediated), a channel select key on channel a was discovered which was not working properly. No pt injury or medical intervention was associated with this event. No additional info is available.